Event description:
After vaginal surgery the pt had to undergo reopening of the incision under spinal anesthesia as the foley catheter would not deflate. Before reopening the surgeon cut the catheter but nothing happened. Once reopened the surgeon managed to cut the catheter closer to the pt and then it deflated.

Manufacturer narrative:
The event is a serious injury as it required medical/ surgical intervention to remove the catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the pt. Reported to the FDA on (B)(4) 2013.